Event description:
It was reported that guidewire entrapment occurred. A jetstream xc catheter, 2.4mm was selected for an atherectomy procedure to treat in-stent stenosis. During the procedure, however, the jetstream device became entrapped on the non-boston scientific wire. The catheter and the wire had to be removed together as one unit. The jetstream was not able to be removed from the wire after removal. There were no patient complication reported, and the procedure was completed with the original device.